Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant (B)(6) results is unk. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Reactive advia centaur xp (B)(6) results were obtained on approx twenty five pt samples. The assay was recalibrated and the testing repeated for the pt samples. The results were again reactive. The pt samples were then tested on a different instrument and the results were negative. The customer reported the negative results. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.